Event description:
The customer reported that the companion 2 driver passed the system check before being set up for implant surgery, and that the driver functioned properly and supported the pt for approximately two hours. The customer also reported that when preparing to transfer the pt from the operating room to ICU, the driver's external air hose was unplugged from the hospital wall air and the driver exhibited a "single compressor malfunction" alarm. The customer reported that he connected the driver back to hospital wall air approximately one minute later. The customer reported that when the driver was again disconnected from hospital wall air, the driver exhibited a "dual compressor malfunction" alarm. The driver was reconnected to hospital wall air, and then the pt was switched to the back-up driver without adverse impact.

Manufacturer narrative:
This alleged malfunction poses a low risk to the pt because it did not prevent the companion 2 driver from performing its life-sustaining functions. The companion 2 driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.